Event description:
The complainant reported that during impella implant, the 35-year-old male patient¿s temperatures began to rise and blood cultures were required. It was reported that the patient suffered from staff infection of the blood and was placed on continuous renal replacement therapy (crrt). Weaning of the impella was successful and the procedural outcome was the patient survived.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
This report is being filed as part of a retrospective review of historical records. The root cause of the placement signal issue was unable to be determined without the product and data returned.

Event description:
The complainant reported that during impella implant, the patient¿s temperatures began to rise and blood cultures were required. It was reported that the patient suffered from staff infection of the blood and was placed on continuous renal replacement therapy (crrt). Weaning was successful and the procedural outcome was the patient survived.